Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. (Catalog number and UDI number) is unknown, no information provided to date.

Event description:
It was reported that approximately eighteen hours into use of 100 ml flow stop cassette is unresolvable no disposable alarm. The lot number and expiration date communicated by the complainant could not be verified. There was no patient injury reported.